Event description:
It was reported per a phone call from the biomed technician that the md stated that the sheath with sideport/dilator assembly was inserted and the sideport had a hole in it. As a result, the sheath assembly was removed. The md requested that another intra-aortic balloon (iab) kit be opened. There were no reported pt complications. Additional info received by the registered nurse on 1/26/2010 stated when the md was flushing the 6" pressure tubing he saw a "stream" exit the tubing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.